Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 25 january 2021: lot 1907426: (B)(4) items manufactured and released on 17-sep-2019. Expiration date: 2024-09-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events. Additional item involved in the event, batch review performed by medacta regulatory affairs department on 25 january 2021: ball heads: mectacer 01.29.206 biolox delta ceramic ball head 12/14 ø 32 size l +4 (k112115) lot. 1907349. Lot 1907349: (B)(4) items manufactured and released on 8-jan-2020. Expiration date: 2024-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events.

Event description:
The patient came in after 4 months from the primary surgery reporting instability and the cause of the instability is unknown. The surgeon revised the head and liner (the same size) and the surgery was completed successfully. There was no implant mobilization.